Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: adverse event and type of reportable event. Investigation summary:the complaint device was received and inspected. The complaint can be confirmed. The distal tip of the device was observed to be bent, in which case the channel where the needle deploys from was warped off-center relative to the grasper. It is possible that due to the warped nature of the channel, the needle fired but wasn't able to be centered on the suture. The device may have been dropped or mishandled to have caused this deformation. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the customer's expressew iii autocapture+ would fire the needle, but would not hold the suture when they tried to pull it through the cannula. The sales rep stated they replaced the needle, but the device did not work correctly. The sales rep stated that loading instructions were followed. The case was completed by using a different expressew device with a ratchet grasper with a five minute delay due to complications from the device. The sales rep stated that the patient's tendon was punctured more than it would have if the device was working properly. The sales rep was not present for the case and could not provide any additional information. The device is not being returned.